Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue, and one haptic was torn off missing. The aq cartridge had no visible damage.

Event description:
A silicone lens model aq2003v had a broken haptic while being advanced through the delivery system. The lens was not implanted, and there was no pt contact. An aq cartridge was used the lot number is unknown. The model and lot numbers of the injector are unknown.